Event description:
The patient was scheduled for a left heart catheterization. After the first injection, dampened waveforms were noted. The patient coded and subsequently died. The cardiac cath lab manager stated that they are not sure if this was an air injection, but they are considering all aspects of what may have occurred. Reportedly there is one image from the procedure in which it is questionable as to whether or not there is air on the image - they can't confirm or deny the presence of air. The hospital will not release the image to medrad for review. Further follow-up with the nurse manager indicated that she did not know if an autopsy was performed. We have made multiple attempts to obtain the patient's age and weight, but the information has not been provided to us.

Manufacturer narrative:
A medrad service engineer performed a system checkout of the injector, and no problems were found. The disposables that were in use during the reported event were not available for return. The hospital has continued to use the injector and additional applications training was provided to the staff.